Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci tonsillectomy procedure, a piece from the shaft of a monopolar cautery instrument broke off and fell into the patient. Per the information provided, the fragment was retrieved.

Event description:
On (B)(6) 2013, intuitive surgical, inc. (Isi) received medwatch report 0700220000-2013-8004 from the FDA. The event details are provided below: during a robotic tonsillectomy, nurse noticed that a 5mm monopolar cautery instrument being used was broken. Assistant noticed the black sheath was frayed and the metal was exposed. The pa noted a black piece of sheath in the patient¿s mouth which she was able to pull out. Equipment was removed from service.